Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.

Event description:
The consumer reported false negative result with the binaxnow covid-19 antigen self-test via social media. Confirmation testing was not performed but consumer reported a positive result (unknown test) from their medical provider on an unknown date. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false negative result with the binaxnow covid-19antigen self-test via social media. Confirmation testing was not performed but consumer reported a positive result (unknown test) from their medical provider on an unknown date. No additional patient information, including treatment and outcome, was provided.